Event description:
It was reported that during da vinci si hysterectomy procedure, the cables on the mega needle driver instrument broke. There were no missing or fallen instrument pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the grip cable is frayed at the distal idler pulley. The cable frayed section is approximately 0.36 in length. No physical damage was found on the pulley. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.